Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that, "surgeon inserted navigator 8 mm spacer at l5-s1 with straight inserter. Upon resistance of cage properly seating, great impaction force was utilized. After a few impacts, the sliding lock fell into the wound. Pusher was used to continued impacting and properly seating the spacer." Surgery delayed greater than 30 minutes and additional anesthesia time required.